Event description:
Customer reported check key does not match the device for which it is coded. Clinical significance for the wrong check key for this device is unknown. A request was made for return product and replacement product was sent.